Event description:
The event occurred in germany. It was reported that a battery error was displayed on the rotaflow console and the pump stopped. No device replacement was needed, and the treatment could be continued until the end without any consequences. No harm to any person has been reported. Based on the information that the pump stopped during patient treatment, a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine rotaflow has been manufactured on 2008. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in germany. It was reported that a battery error was displayed on the rotaflow console (rfc). The rotaflow pump has stopped. The rfc was connected to an hl20, which performed a restet after the battery error occurred on the rfc. After the reset the hl20 continued to run normally therefore no device replacement was needed and the treatment could be continued until the end without any consequences. No harm to any person has been reported. Due to the reported pump stop during patient treatment a report is required. The patient data was not shared by customer. A getinge field service technician investigated the affected rotaflow console with s/n (B)(6). The technician could confirm the reported failure. Therefore the batterypack ni-cd 24v 132wh (rfc) (article number 701017188) has been replaced. The unit passed all safety and functionality tests and was returned to the customer for clinical use. The defective battery has been discarded by the customer. Based on the investigation results the reported failure could be confirmed. A similar complaint has previously been investigated by life cycle engineering (lce), and the most probable root cause of the error is that the battery had an increased internal resistance. The review of the non-conformities was performed on 2025-12-12 and during the period of 2008-04-25 to 2025-11-20 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console in question was produced on 2008-04-25. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 3.3.4 check battery capacity every 6 months, at the latest. The battery must be replaced by the authorized technical service every 2 years, at the latest. The battery must be replaced sooner if it cannot be fully charged within 8.5 hours or if the system cannot be operated with the fully charged battery. The actual run time during battery operation depends on the age and condition of the batteries, current consumption of the rotaflow console and other factors. The run time shown is only a reference value. The actual run time can be shorter or longer. Chapter 5.6.1 before starting the application, check the points listed in "check before every use". Before each use, ensure that the batteries are fully charged. If the battery capacity is low an acoustic signal sounds on the device. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.